Event description:
The 840 ventilator stopped cycling. There was no patient involvement when failure occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the flow sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).